Event description:
The account alleged that the left hand head siderail was damaged and bent. The siderail will not latch in the up position. The account stated that there were no injuries.

Manufacturer narrative:
The account replaced the left hand head siderail to resolve the issue.